Event description:
A malfunction alarm with a code was reported, and it did not lead to any adverse impact on the customer's blood glucose level. Technical support confirmed a replacement pump would be sent to the customer, who was informed about the need for a replacement.